Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the interstim therapy did not work for the patient very well. It helped at the beginning but then they did a revision procedure in 2016 to change the lead to make sure it was working but it still did not help. The caller reported the patient had very severe parkinson's complications and this was why the interstim therapy did not work for them. The caller reported the patient did not use the patient programmer at all and the implant was nonfunctional because it had reached the end of its battery life.